Event description:
Customer reported low blood glucose events during the last week. Customer had passed out last night; husband contacted the paramedics. The paramedics instructed her to have the insulin pump replaced. The current blood glucose reading is 68 mg/dl. Customer has treated with food. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.